Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occurred requiring placement of a stent. The lesion being treated was located in the left superficial femoral artery (sfa) and was 100% occluded at its origin. The physician used a 6f ansel introducer sheath from a left femoral access site to access the proximal sfa cto lesion with the help of a wildcat and glidewire. The 2.0 oad was delivered to the lesion site and one pass was performed at high speed. At the end of the run as the physician was pulling back, he stopped spinning before completing the return run. When the device was turned back on, it lurched forward and stopped. At this point the device would not turn back on. The sheath was pushed over the crown and the entire device was removed from the body as a unit. After removal, angio revealed a dissection just proximal to the sfa/profunda origin. The profunda was double-wired and angioplasty of the entire sfa was performed via multiple inflations of a 4.0x100 mm balloon. Post-dilatation angiogram demonstrated that the dissection remained. Kissing balloon angioplasty was performed with one balloon in the sfa and one balloon in the profunda artery. Post angioplasty, blood flow remained compromised, so a 7.0x18 mm self-expanding stent was placed with good blood flow restored to the proximal sfa. Blood flow was also restored to the mid-to-distal sfa following placement of several more stents including a 6.0x100 mm stent in the mid-portion and a 6.0x150 mm stent distally and overlapping the mid-portion stent. Post stent placement, the sf and cf arteries were smooth, but a 99% dissection could be seen at the origin of the profunda artery. A 5.0x20 mm balloon was inflated at 8-9 atm for 30sec in this section followed by placement of a 6x29 mm self-expanding stent. Post stent deployment, the results were excellent with stenosis reduced to 0%. At this time, angiogram confirmed excellent flow in the profunda and the sfa and cfa and distal vessels demonstrated good flow. The patient remained in stable condition and was discharged the next day.

Manufacturer narrative:
Device analysis: the oad was received without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported complaint event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Some biological material was observed on the distal edge of the crown and just proximal to the crown on the driveshaft. Examination of the crown and driveshaft in this area did not reveal any damage or abnormalities that would have contributed to the biological material accumulation that occurred during the procedure. No other damage or abnormalities were observed with the crown or driveshaft that would have contributed to the difficulties experienced during the procedure. The outside diameter of the crown was measured using a calibrated dial caliper and was found to meet the drawing specification. The location of the crown was also measured and found to meet the drawing specification. An in-house test wire was loaded into the driveshaft and resistance was met at approximately 19 centimeters proximal to the driveshaft tip bushing. The guide wire could not pass through this section of the driveshaft. The driveshaft was cut just proximal to the restriction and the test wire was loaded through the tip bushing. During this process the test wire forced out some biological material that had accumulated inside of the driveshaft. Once the test wire was loaded through the device, the device was tested for functionality. When tested using an in-house saline pump the device spun during all three speeds, low, medium and high, with no abnormalities observed. As the original guide wire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation the complaint of, "the device lurched and locked up. There was tissue on the crown," was confirmed. Analysis identified biological material on the driveshaft and distal edge of the crown. The exact root cause of the biological material accumulation remains unknown. The IFU warns: "when treating chronic total occlusion (cto), create a channel at low or medium speed before traversing the lesion at high speed. Crossing the cto on high speed may cause the shaft and/or guide wire to fracture as a result of excessive force." (B)(4).